Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. Power module, serial (B)(6), returned with broken rubber vent bands, a cracked bottom cover, and with a missing battery. The system booted up as intended. A full functional checkout was performed and the unit passed all tests. The bottom housing, vent bands, and battery were replaced. Preventative maintenance was performed and the unit was returned to the rental pool. The assembly cable was forwarded to ppe for further analysis. Further analysis of the assembly cable showed a bent pin that when bent back into place, didn¿t affect the functionality of the cable. A root cause for the reported damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 11feb2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the power module evaluation, it was found that there were four broken rubber vent bands, a missing battery, and a cracked bottom housing on the side.